Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal generator change out procedure. After the device was removed, the leads were tested and the right ventricular - rv lead was noted to exhibit high impedance. A partial rv lead was explanted and the rest was capped and a new lead was implanted on (B)(6) /2020. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
A partial lead with the pin measuring 12.0/12.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. Additional: d10, h3, and h6